Event description:
It was reported that during an intracept procedure, during a fifteen minute ablation on the last level, the patient became unstable due to cardiac arrest and the procedure was aborted with about eight minutes left remaining on the generator. The patient was rolled over and cardiopulmonary resuscitation (CPR) was performed to revive the patient. The patient was then transported to the local emergency room (ER). There were no reported device issues during the procedure and the device was discarded by the medical facility.

Event description:
It was reported that during an intracept procedure, during a fifteen minute ablation on the last level, the patient became unstable due to cardiac arrest and the procedure was aborted with about eight minutes left remaining on the generator. The patient was rolled over and cardiopulmonary resuscitation (CPR) was performed to revive the patient. The patient was then transported to the local emergency room (ER). There were no reported device issues during the procedure and the device was discarded by the medical facility.additional information was received that the patient had a prior scheduled intracept procedure but could not make the date due to a cardiac issue. The patient passed away after arriving at the hospital.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. There is no reported complaint against the functionality of the device. Therefore, this investigation is assigned a probable cause of adverse event related to procedure.

Event description:
It was reported that during an intracept procedure, during a fifteen minute ablation on the last level, the patient became unstable due to cardiac arrest and the procedure was aborted with about eight minutes left remaining on the generator. The patient was rolled over and cardiopulmonary resuscitation (CPR) was performed to revive the patient. The patient was then transported to the local emergency room (ER). There were no reported device issues during the procedure and the device was discarded by the medical facility. Additional information was received that the patient had a prior scheduled intracept procedure but could not make the date due to a cardiac issue. The patient passed away after arriving at the hospital.

Manufacturer narrative:
The device was not returned for analysis and the event of the patient experiencing cardiac arrest and passing away after the intracept procedure was aborted was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There is no evidence that the device was used in an inconsistent manner with the labelled indications/instructions for use.the device was not returned for analysis. Record review revealed no additional information related to the event however, before the procedure the patient presented cardiac issues which contributed to becoming unstable during the procedure experiencing a cardiac arrest and subsequently passing away due to their condition. Therefore, this investigation will be assigned the conclusion code adverse event related to patient condition.